Event description:
General report received of an unspecified number of undocumented incidents of pumps that did not alarm when a distal occlusion was present. On unspecified dates and times, the pumps were programmed to deliver unspecified clinical trial stem cell products. No specific programming parameters were provided. It was reported, after unspecified lengths of time, the pumps were reaching psi levels of 700. No specific event details were provided. Multiple unsuccessful attempts have been made to obtain additional information, including if there were delays in critical therapy, if any medical interventions were required and the pts outcome.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.